Event description:
It was reported that the patient presented in-clinic with non-capture on the rv lead. Patient received inappropriate therapies. Low pacing impedance was also observed. The lead was extracted and replaced with no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.